Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was peeing a lot, so she went to make an adjustment the following day. The patient stated she increased from 1.1 to 1.3 and was electrocuted/shocked, like a knife into the vagina into the butt on the right side. The patient stated she lowered amplitude to 0.5, and the pain in the vagina went away, but the right side of the buttock was still spasming. The patient noted it hurt so bad. The patient turned the stimulation off and that stopped the sensation. The patient lowered to 0.0 and turned the ins off and reported the butt relaxed. The patient noted they were peeing a lot on (B)(6) and had a shocking on (B)(6). There were no further complications that have been reported as a result of this event.